Manufacturer narrative:
The product was not returned for analysis. The device history record for the valve and associated frame lot 1099918 was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. A single photographic image was provided to medtronic showing a frame fracture at the second to last node on the outflow crown, likely from the misload. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The evolut system instructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. Also, the device IFU contains instructions to perform the bioprosthesis loading procedure in the integrated loading bath filled with cold, sterile saline (0° c to 8° c). Bath temperatures not sufficiently chilled can lead to excess loading forces, potentially misaligned struts, and the frame being bent or broken during the loading process. Further, the IFU instructs to visually and tactilely inspect for a misloaded bioprosthesis. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: h6 conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. A photograph of the subject device was submitted for review which showed damage at the second-to-last node on the outflow crown portion of the valve frame. Conclusion: the investigation remains in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during the valve loading phase, a stent fracture was noted in the valve frame prior to fluoroscopic inspection to confirm proper valve load. The valve was not used and was replaced with a different valve for implant. There was no patient involvement; no adverse patient effects were reported.